Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 110.5cm from the tip. The fracture face was oval as if kinked prior to separation. The proximal piece of the hypotube and hub were not returned for analysis. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 07-jan-2016. It was reported that crossing difficulties were encountered. A 3.5mmx15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.